Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a kink in the locator of the angio-seal device involved. The angio-seal device was used for hemostasis after the treatment of a chronic total occlusion (cto). When the locator/insertion sheath assembly was attempted to be inserted into the artery, the locator was kinked due to severe calcification. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was proximal or distal to the inguinal ligament of the left common femoral artery. The vessel's diameter is unknown. There was no patient injury or surgical intervention used. No equipment or other devices were used with the above product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained due to obstruction to the arteriotomy locator while insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, action item was opened to address the issue and has been sent to the new product development (npd) quality team.